Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was also reported that there are cracks in the insulin pump. Blood glucose at time of hospitalization ran between 600 to 713 mg/dl. Customer was wearing the pump at the time of hospitalization. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.